Manufacturer narrative:
The steris dsm spoke with the user facility or manager who stated that the water leak occurred during the first diagnostic cycle of the day. The user facility's operating room manager stated that there appeared to be a kink in the drain hose. The operating room manager removed the kink, ran a diagnostic cycle which completed successfully. No leaks or issues were noted and the system 1e was returned to service. No additional issues have been reported. Steris quality made multiple attempts to speak with the user facility's operating room manager regarding the reported event however the or manager will not respond. Preventive maintenance was performed by a steris service technician prior to the reported event. The technician stated that the drain hose for this processor has to be fed through a wall and inserted into the stand pipe on the other side. The stand pipe and water supply is located in a utility room. The technician stated that after the pm was completed he moved the cart/processor into place, fed the drain house through the wall, ran test cycles and placed the processor into service; no issues were noted and no leaks were observed.

Event description:
The user facility reported that water was leaking from their system 1e. No injuries or procedural delays/cancellations were reported.